Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source experienced front panel lighting failure due to system failure. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: scope detection slide is not functioning. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "messing up board with all lights flashing and the scope detection slide not functioning" malfunctions would likely be related to a fault scope socket. Olympus will continue to monitor field performance for this device.